Manufacturer narrative:
Voluntary event report was received. Medwatch:mw5147155.

Event description:
Voluntary medwatch received states that patient's lead exhibited myopotential oversensing and noise oversensing. There were no patient consequences.